Event description:
Procedure: sleeve gastrectomy. According to the reporter: after the first firing the second dlu was loaded, the device would not fire and the jaws would not close. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4)